Event description:
Patient reported that during removal of catheter following surgery in 2006, the surgeon pulled hard on catheter and catheter stretched and broke. Catheter and pump were discarded by the surgeon. No documentation to identify pump, catheter, fill volume, flow rate, or drug used in pump was reported. Permission to contact physician and hospital given by patient.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and the physician involved. The device involved in this incident was not available for evaluation and investigation. Without the actual product, part number, or lot number, a complete analysis cannot be conducted. Information gathered from the physician during the investigation identified a possible break in the catheter at the tip, although the physician indicated that both black markings were verified upon removal of the catheter. The patient indicated that no catheter fragment was found even with CT, x-ray, ultrasound or MRI. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post op pain relief system." (Rev. B). Also, in the patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (rev. C). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.